Event description:
It was reported that the customer experienced intermittently low blood glucose (bg) level of less than 40 mg/dl resulting in emergency room visits. Customer declined follow up from tandem technical support, therefore, no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.